Event description:
It was reported the epicardial rv pace sense lead developed sudden oversensing causing the patient to receive 16 inappropriate therapies/shocks. Noise also reported. The lead was capped and replaced with a high voltage lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.